Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2014 and suture was used. The needle broke after the first stitch when sewing the uterus. The broken piece was found in the uterus and removed. There were no adverse patient consequences.

Manufacturer narrative:
Conclusion: a needle that broke in the body was submitted for this evaluation. A microscopic inspection revealed indents and scuff marks around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductility. There are no signs of manufacturing defects found on the needle.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.